Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing burning and weakness in the legs even when the stimulator was off. The patient was hospitalized and discovered that the patient had large hematoma in the spine. The physician stated that it happened because the patient resumed taking his blood thinner against orders when he got home from surgery. The patient underwent an explant procedure.